Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the straight thoracic probe was found to have a twisted tip prior to use. There was no patient involved. Additional information was received. It was reported that the cause of the damaged instrument was asked but unknown. Patient presence was also asked but unknown.

Manufacturer narrative:
H3, h6: the thoracic probe, lot number: 210110, was returned to the manufacturer for analysis. The thoracic probe was found to have a bent and twisted tip. Impact marks were present and it would not mate with the tracker. The reported event was duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.